Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device:') and pregnancy with contraceptive device ('pregnancy (no complications),') in an adult female patient who had essure (batch no. B09707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 (B)(6) 2000, (B)(6) 2013 and heart attack. Concurrent conditions included obesity. Concomitant products included diazepam since 2013, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced menstruation irregular ("hormonal changes describe: irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstruation irregular, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, vaginal discharge, fatigue, weight increased, mental disorder, urinary tract disorder, pelvic pain and abdominal pain had not resolved and the bladder disorder, anxiety and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, anxiety, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was (B)(6) 2013, now in current pfs the date of insertion was (B)(6) 2013. Discrepancy noted that plaintiff currently planning for essure removal. Discrepancy noted in essure removal date (B)(6) 2013. Discrepancy noted in current pfs plaintiff claimed that she experienced pregnancy (no complications), without any further information as per pregnancy history she had total number of pregnancies: 02, total number of live births: 02. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received events "hormonal changes was updated to hormonal changes describe: irregular cycles event psychological or psychiatric problems condition: anxiety, uti were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device:') and pregnancy with contraceptive device ('pregnancy (no complications),') in an adult female patient who had essure (batch no. B09707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 (22/01/2000, 16-/6/13) and heart attack. Concurrent conditions included obesity. Concomitant products included diazepam since 2013, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, vaginal discharge, fatigue, weight increased, mental disorder, urinary tract disorder, pelvic pain and abdominal pain had not resolved and the bladder disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was (B)(6) 2013, now in current pfs the date of insertion was (B)(6) 2013. Discrepancy noted that plaintiff currently planning for essure removal. Discrepancy noted in current pfs plaintiff claimed that she experienced pregnancy (no complications), without any further information as per pregnancy history she had total number of pregnancies: 02, total number of live births: 02 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device:') and pregnancy with contraceptive device ('pregnancy (no complications),') in an adult female patient who had essure (batch no. B09707, (right, left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 2000, (B)(6) 2013) and heart attack. Concurrent conditions included obesity. Concomitant products included diazepam since 2013, oxycodone since 2013 and paracetamol (acetaminophen) since 2013. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pregnancy with contraceptive device, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, vaginal discharge, fatigue, weight increased, mental disorder, urinary tract disorder, pelvic pain and abdominal pain had not resolved and the bladder disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was (B)(6) 2013, now in current pfs the date of insertion was (B)(6) 2013. Discrepancy noted that plaintiff currently planning for essure removal. Discrepancy noted in current pfs plaintiff claimed that she experienced pregnancy (no complications), without any further information as per pregnancy history she had total number of pregnancies: 02, total number of live births: 02. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Reporter's information was added. Injury nos replaced with new events. Lot number was added. Added event malposition of essure device, pregnancy (no complications), hormonal changes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, patient did not undergo essure confirmation test. Event onset date was added. Updated outcome of events from unknown to not recovered/resolved. Medical history, historical conditions, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.